Event description:
A pt underwent a therapeutic ercp procedure with placement of a biliary stent. The stent would not advance over the hydrajagwire guidewire. The wire appeared to be lodged in the stent. The two devices were stuck together. The clinician removed the guidewire and the stent. The procedure was completed utilizing another of the same devices. The pt did not sustain any reported complications or ill effects as a result of the stent/guidewire fit issue.